Event description:
Hcp reported pt presented in 2004. The "infusion center was having problems with putting medication into pump." The pump medication was increased. The pump was revised 2 months later. No pt outcome reported.